Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in fair condition. The investigator set the air regulator pressure to 5.6 psi +0/-2psi. The h-2 pressure gauge read below the expected 270-300 mmgh. The customer reported product problem was therefore confirmed. The pressure gauges were replaced as a result. The unit passed all functional tests after this was performed. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the left chamber failed to produce an accurate reading. The product problem was observed during patient use. The product problem did not cause or contribute to any patient injury.